Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received from their device. The device was interrogated and it was noted that there was high rate non-sustained episodes, possible electromagnetic interference and suspected noise. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.